Event description:
Same case as MDR ID #: 2134265-2014-04680. It was reported that catheter removal difficulties and guide wire detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm str pt²¿ guide wire was advanced to the lesion with resistance. A 2.5mm/220mm/150cm coyote¿ balloon catheter was selected and advanced to dilate the target lesion. However, the physician encountered resistance and noticed that the balloon was not advancing. Upon fluoroscopy, it was found that the balloon was getting tangled with the guide wire at the trifurcation and the whole system eventually became stuck. An attempt was made to inflate the balloon; however, this was not successful as the balloon lost pressure. Attempts were made to remove the devices. Under fluoroscopy, it was noticed that the balloon was damaged and the guide wire was broken. During removal, a part of the guide wire was left in the anterior tibial artery and part of the popliteal artery. Following several attempts, a recovering technique was used and the guide wire could be removed with some difficulties. The procedure was completed with a new system; however, the tibial could not be opened due to the lesion was ¿very tough.¿

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter with a guidewire. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. Device analysis determined the shaft kink on the returned device was consistent with the complaint incident of the balloon damage. Microscopic examination presented no damage or irregularities to the balloon or the balloon material. Microscopic examination revealed that the inner shaft in the proximal end of the balloon had numerous kinks. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the markerbands. Inspection of the remainder of the device, apart from the observed damage, presented no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-04680. It was reported that catheter removal difficulties and guide wire detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm str pt²¿ guide wire was advanced to the lesion with resistance. A 2.5mm/220mm/150cm coyote¿ balloon catheter was selected and advanced to dilate the target lesion. However, the physician encountered resistance and noticed that the balloon was not advancing. Upon fluoroscopy, it was found that the balloon was getting tangled with the guide wire at the trifurcation and the whole system eventually became stuck. An attempt was made to inflate the balloon; however, this was not successful as the balloon lost pressure. Attempts were made to remove the devices. Under fluoroscopy, it was noticed that the balloon was damaged and the guide wire was broken. During removal, a part of the guide wire was left in the anterior tibial artery and part of the popliteal artery. Following several attempts, a recovering technique was used and the guide wire could be removed with some difficulties. The procedure was completed with a new system; however, the tibial could not be opened due to the lesion was ¿very tough¿.